Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a blank display screen. Customer disconnected from insulin pump for three weeks due to blank display. Customer's blood glucose was in the 200 mg/dl. Troubleshooting was performed with no resolution. Customer was advised that battery cap would be replaced. Customer called back after receiving battery cap and issue was not resolved as display screen remained blank. Customer was advised that insulin pump would need to be replaced. Insulin pump would be returned for analysis.

Manufacturer narrative:
Findings: unit received with currents in spec. No blank display. Lcd board ok. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and stripped battery cap coin slot (p). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.